Event description:
It was reported that a confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The stall occurred on (B)(6) 2013 @ 2356 with no recovery to date. It was noted that the patient was sleeping when the alarm was activated. Going back to the earliest event of (B)(6) 2013 in the logs there was only a low reservoir alarm on (B)(6) 2013 and no other motor stalls or alarm activations. There was a normal pump refill on (B)(6) 2013. The patient started going into withdrawal on (B)(6) 2013. The patient presented to the emergency room (ER) on (B)(6) 2013 with severe withdrawal. The device system was used to deliver dilaudid. It was later reported that the patient¿s pump was decreased to minimum rate and the physician was treating with oral opioids. The patient was not exposed to any type of emi. He was being scheduled for an explant, and the pump would not be replaced.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump was replaced on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump was replaced on (B)(6) 2013. It was reported that the patient reported that the catheter was spliced at the time of revision. The healthcare provider (hcp) went in on the patient's side to connect to the catheter already implanted.